Event description:
Information was received from a healthcare professional in regard to a patient receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. Compatibility guidelines were requested for MRI. It was unknown if the procedure was due to a problem with the device or therapy. Back pain was the reason for the MRI and emergency room visit on (B)(6) 2016. At the time of report the patient was inpatient. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.